Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "a couple" needles leaked during flushing post lab draws with "very little pressure 10cc flush". The fracture was stated to be running length wise on hub at the closest port to the patient where they draw labs. The facility said there appears to be a small dimple at the site as well. This report addresses the second device.